Manufacturer narrative:
As no further info concerning this report is expected, our investigation is complete. This investigation will be updated should further info be provided.

Event description:
Boston scientific received info that noise was observed post-implant on a stored event, but did not result in inappropriate shock. Noise was recreated and coming from the sense b electrode at the xyphoid area. The field representative noted the pt has very pronounced xyphoid process and has seen this with other patients with similar anatomy. An x-ray was ordered. The device was programmed off for now as secondary vector was marginal and not acceptable on screening. The pt will remain in the hospital for coumadin therapy. The field representative noted this would not prolong hospitalization. The field representative was contacted for additional info and confirmed an x-ray taken was unremarkable. The air pocket subsided and the issues could not be reproduced. The pt was discharged home in the vector that the device selected. No adverse pt effects were reported.

Manufacturer narrative:
(B)(4).

Event description:
Additional information was provided that in episode 001, there was an inappropriate device charge due to oversensing that occurred the same day as implant. The issue had previously resolved, but this report was updated to include this new information.